Manufacturer narrative:
A supplemental MDR report is being submitted due to receipt of medical records indicating the valve in valve occurred. Updated b4, b5, g3, g6, h2, and h11.

Event description:
After a review of the additional medical records, the patient presented to the ER with sob for 2 weeks on (B)(6) 2025. Prior to this onset during a trip to (B)(6) the patient was asymptomatic. The chest x-ray confirmed pulmonary edema with atelectasis vs. Pneumonia. The cardiologist note confirmed the patient had known recurrent moderate/severe as with ar in the setting of chf. The patient at the time of admission was being treated for an infected molar and due to this, the viv cannot be done until the dental infection has been treated and resolved. IV antibiotics and dental referral were initiated during the admission. The echo on (B)(6) 2025 confirmed significant as with ava 0.6cm2, ar (later determined to be pvl during the viv) and diagnosed "significant prosthetic aortic valve degeneration." On (B)(6) 2025 a viv was performed with a non-edwards bioprosthesis and the patient was discharged on (B)(6) 2025 in stable condition. The pvl was reduced to mild/moderate post viv.

Event description:
As reported by the partner 3 (p3e) clinical study, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 valve in aortic position. Approximately 7 years later, a tte notes mildly elevated gradients with a mean gradient of 29 and ava 2.5 cm2. After a review of the medical records provided the patient was seen as part of routine follow up of the clinical trial and remains asymptomatic and was feeling well. Echo revealed a normal well-seated aortic valve with mildly elevated gradients. Mean gradient of 29mmhg, aov area 2.5cm2. Aortic valve gradient has increased since prior study. Recommendation was to follow-up annually with echocardiogram to monitor valve. As reported by the p3e clinical study, the patient has now presented to the emergency department 8 years and 7 months post tavr with worsening shortness of breath (sob), edema, and inability to lie on side due to sob. The symptoms began during a trip and have not improved. It was also noted that the patient has moderate-severe prosthetic stenosis and regurgitation. The patient is currently admitted and scheduled for a valve in valve procedure.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the reported event was unable to be determined but may have been due to patient factors (hx of aortic stenosis, hypertension, hypothyroid), moderate-severe prosthetic stenosis and regurgitation, implant duration, and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.